Event description:
This MDR is being submitted for the (B)(4) repair. Four devices (2 trocars/1 mandrel/ 1 trocar tip) were returned to mxi for a standard repair on (B)(4) 2013. This repair ((B)(4) 2013) is now classified as a complaint. Evaluation of the devices were requested a second time on (B)(4) 2013; it was reported that one of the trocars has a leak at the piston level (blue joint level). This leak occurred during a digestive surgery. The leak increased when the instruments were inserted and used in a straight manner. There was no reported patient impact.

Manufacturer narrative:
Concomitant products: cev105 (lot # 09/03) - manufacturing date: september 2003 cev105i (lot # 09/09) - manufacturing date: september 2009 cev145-3 (lot # 05/07) - manufacturing date: may 2007. (B)(4). Evaluation results from the second repair request ((B)(4) 2013) are below. Analysis for device (part # cev105; lot not provided) indicated that there is a leak at the piston level (blue joint level) on the trocart. For two devices (part # cev105; lot # 09/03 nd part # cev105i; lot # 09/09) the trocar mandrel does not pass through the trocar sleeve even when the piston is in maximum open position. The piston setting does not meet specification and was incorrectly repaired. The device (part # cev145-3; lot 05/07) did not meet manufacturing specifications on the sharp end. However, no functional issues were detected. Note: an etching not etched by medtronic marked the device. Based on the reported information from the second repair request((B)(4) 2013), medtronic will assume the same device malfunction ¿leak at piston level¿ occurred on the previous repair ((B)(4) 2013). Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).